Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal six or seven tampons fell apart leaving pieces inside. The tampon pieces continued to come out from inside her every few weeks. She went to the doctor with sharp pain on her left side and had an ultrasound and vaginal exam. Nothing was found and she was prescribed antibiotics. Tests came back negative for infection.